Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts have been made by phone to obtain; patient treatment settings, patient information, patient photos, and sun exposure, which were partially provided. An examination of the subject device by a lumenis technical expert concluded that after verifying all system functions including calibration and energy output verification, the subject device operated well within manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A lumenis healthcare professional reviewed the provided incident form and patient photo concluding: "several hyperpigmented raised scabbed square lesions on bilateral cheeks and forehead. Signs of second degree burns, lumenis recommended protocol is for a test spot to be preformed at least 72 hours prior to treatment. This was not done by the provider resulting in this adverse event. This is a user error." Partial treatment settings were provided therefore a clinical review of settings cannot be performed at this time. A review of device label states: warning - perform test spots on patients and assess skin response before performing a full treatment. Side effects may not develop until several days following exposure. Test spot prior to treatment to determine the maximal tolerated dose for untanned skin types I-IV, wait at least 15-30 minutes after the test spot to observe tissue reaction. For skin types v-vi and acceptable tanned skin, wait at least 48-72 hours after test spots to observe tissue reaction. Always allow adequate time between test spot and actual treatment. Based on the information at hand, lumenis concluded the most probable cause of the reported event to be device operator failure to follow subject device IFU.

Event description:
A user facility reported that one (1) patient sustained second degree burns to the face following treatment with a et handpiece lumenis lightsheer desire laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility.